Event description:
It was reported that the ilet periodically powered off and then powered back on as if restarting. Symptoms included no reported changes in glucose or clinical effects. Outcomes included no reported impact on health, daily activities, or medical care. Investigation included remote troubleshooting and education, during which the user was guided to check for and plan installation of a pending firmware update. Investigation of this case revealed that a device restart behavior was observed by the user, and the device had an available firmware update that the user intends to install, which is consistent with known software-related performance issues. It was concluded, based on previously established findings for similar reports, that the cause was likely a software-related malfunction remediable by updating firmware.

Manufacturer narrative:
Initial.